Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d), which is included in the 4/5/2007 shortened replacement window advisory population, indicated a battery voltage measurement of 2.61 volts at 32 months of implant. The calling health care provider was concerned that the battery may be prematurely depleting. A boston scientific crm technical services consultant (ts) discussed the advisory criteria and sending in stored device data for analysis regarding the rate of depletion. There was no report of adverse patient effects, and the device remained implanted. The device subsequently was explanted after 56.1 months of service. This device's reporting status is changed to serious injury from malfunction due to explant with previously suspected premature battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery measurement of 2.29 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low-voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition. Laboratory testing confirmed all device therapies were available. This issue is discussed in the quarter 2, 2010 product performance report.